Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Olympus repair center surmised that this phenomenon attributed to user handling. If additional information becomes available, this report will be supplemented.

Event description:
At the bronchoscopy, the user found that there was a leakage from the eyepiece of the device. There was no impact on the procedure. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that some physical stress or chemical stress was applied to the insertion part. If significant additional information is received, this report will be supplemented.